Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the sensitivity test is off. Calibration was attempted several times. The technical consultant walked the caller through the testing process and the caller had everything set correctly, sensitivity testing at 3mv (millivolts) yielded a 5 mv response. Status of the external pulse generator is unknown. There was no patient involvement.